Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to complaints of pain and migraine. There are no plans for re-implantation at the time of this report.